Event description:
It is reported that; the pt has been in agony since shortly after his implant operation in (B)(6) 2012. He has had repeated visits with his surgeon and has stated that the implant never felt right. His pain was not relieved by medication. He had revision surgery on (B)(6) 2012.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.